Manufacturer narrative:
Zimvie complaint number (B)(4). D9: device availability unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported an inflammatory complication in region 36 of the implant caused pain and inflammation. Despite medical treatment, there was no improvement, so the implant had to be surgically removed. Implant was removed due to infection.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D8-9: device service and availability. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Osseointegrated dental implants are an important device used in prosthetic dentistry and provide edentulous patients with alternative replacements for natural teeth. Although most implants are extremely successful, with survival rates of up to 98% for implants placed in controlled clinical settings, implants can fail. One of the main reasons for infection and bone loss implant failures are related to patient factors (i.e. Insufficient oral hygiene, genetic predisposition), which has been identified as the likely cause of this implant failure event. Upon review of the returned implant bost485, no malfunction was identified, the device performed to specification and the reported event is considered a non-verifiable medical condition. Unk DHR review was completed for the subject lot number 2120014779. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 2120014779 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : infection.¿